Event description:
I was one of the users of the bausch & lomb contaminated moistureloc solution in may of 2006. I was sent a couple of weeks ago a sample of ciba visions "aquify" which advertises "locks in moisture." I have been using this solution for about 3 days and I have acquired another eye infection from its use. Because I remember what it was like to have the "bausch & lomb" caused infection, I have the very same infection now after using the ciba vision product of aquify. When I searched the internet for some info after my eyes became so irritated and itching so bad that I wanted to claw them out, I found that canada had issued a "recall alert" on the aquify solutions during the last part of last year. How in this world can these companies continue to sell products that threaten my eyesight? I am really ticked off now. Having to put up with such eye infections caused by defective products in america should not be tolerated. Something has to be done and I am ready to see that it is done. I live on a very limited income and can't afford to pay to go see an eye dr in the private community. I am sick and tired of companies playing around with my precious vision. I sure hope someone contacts me in a hurry. There has to be others who are suffering from the same thing that I am suffering from. Do something please.